Event description:
It was reported that the curved bipolar dissector had a frayed and exposed wire. There was no reported injury. On 01/03/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: curved bipolar dissector broken with wires exposed near tip. Item removed from field and replaced with peel pack. No harm to patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report (B)(4).